Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to all of the buttons having flattened dome switch. No button error alarm noted during testing. The device passed displacement test, rewind, basic occlusion, occlusion, prime, and no delivery tests. The device had minor scratches on the lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error while playing. Customer's blood glucose was 400 mg/dl. Customer was treated with manual injections. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.